Event description:
It was reported by service report that the bed exit alarm was not working. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: incorrect footboard installed on bed. Conclusion: correct footboard installed.